Manufacturer narrative:
No product has been returned for investigation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient reported as fused. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...." "... Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..."

Event description:
In (B)(6) 2018, patient underwent a spinal procedure at t11-l4 and l1- l2 were skipped. An x-ray revealed that the right side rod broke at l1-l2 levels. Patient underwent a removal procedure on (B)(6) 2020, due to completed bone fusion. No patient injury reported.